Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied which found: single lateral view of l4/5 tlif. Set screw has backed out of one of the l4 screws.

Event description:
It was reported that the patient underwent a posterior minimally invasive spinal surgical procedure. It was reported that sometime p ost-op the patient came in with back pain and pain radiating down the patients legs. The patient also has spinal stenosis. An exploration was performed and it was found that fusion occurred. The hardware was removed and decompression was performed. No additional patient complications were reported.

Manufacturer narrative:
Films were supplied for review which found: x-rays show a lateral view of a l4/5 tlif placed with sextant minimally invasive technique with capstone inter body spacer. The spacer is a bit posteriorly positioned in this view. One of the upper set screws has come off allowing the rod to dissociate from one of the l4 screws.